Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 10pm, their meter would not turn on. The patient stated they manage his diabetes with diet and/or exercise alone. The patient confirmed that he took his normal dose of medication in response to the product issue on (B)(6) 2015 at 10pm. The patient claims he developed symptoms of "high blood sugar" on (B)(6) 2015 before 9am, due to the meter not turning on. The patient alleged being hospitalised due to the due to his high blood sugar; the patient alleged being treated with insulin (unknown dose). No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, the meter did turn on with the power button, but not with the test strips and the correct test strips were being used. The cca was unable to resolve the issue; however did determine the patient was using expired test strips (expired (B)(6) 2008). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion and was hospitalised.